Manufacturer narrative:
(B)(4). Batch n91371: the device was received with the top jaw damaged and the a trocar stuck on the shaft of the device. The right hinge is flared out. The top and bottom jaws are no longer aligned. The I-blade is locked 1/2 way down the knife track. The trocar was removed and the handle was forced apart to open the jaws. The device was connected to a gen11 generator for functional testing but due to the damaged jaw, all functional testing could not be completed. A possible cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the doctor had been using the device without issue for part of the case. He opened the jaws from the tissue and then attempted to close the jaws to remove it through the trocar. The jaws would not close. The doctor was able to remove the device with the trocar through the patient's abdominal wall. Another enseal device and trocar were opened and used successfully. There were no adverse consequences for the patient.